Event description:
Acetabular revised today as cup had moved from original position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.